Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. A simulated ablation was performed, and no temperature or power delivery anomalies were noted. Further inspection of the distal electrode indicated the tip thermocouple was inadequately bonded within the distal tip well, consistent with the reported event. The catheter met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the temperature and output issue was determined to be consistent with a design related issue. A corrective action was initiated to investigate this failure mode.

Event description:
Related manufacturing reference: 3008452825-2024-00747. During the premature ventricular contraction procedure, temperature issues with the catheters resulted in a procedural delay. It was noted that the catheter would instantly surpass the programmed temperature limit of 42 degrees c. It was also noted that this would occur without being in contact with tissue. The device was replaced, and the same issue occurred. The second catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, g3. Corrected information: d4, h2, h4.

Event description:
This report includes updated device batch/lot number.